Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel message) has been confirmed. Upon investigation the electrode belt failed a hipot test. The cause for the failure was a short inside a cable in the trunk cable. The root cause for the short inside the cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the device produced an "add gel" message without a prior gel release.